Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose level was reading "high" on glucose meter which was addressed by delivering a correction bolus via the pump. Customer was ultimately able to clear alarms and resume insulin delivery.